Event description:
It was reported that this left ventricular (lv) lead was capped due to being dislodged leading to loss of capture. This lead was surgically abandoned. No additional adverse patient effects were reported.